Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the uncalcified, moderately tortuous mid left anterior descending artery. During preparation, the physician removed the 3.00x24mm promus element stent delivery system from the packaging without resistance. However, it was then noted that the proximal edge of the stent was lifted. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).